Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505662 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505662 and its components was performed. The review did not identify any issues which could result in the reported complaints during the production or the release testing for lot 505662. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505662 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: complaint history review did not identify any additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505662. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505662 was not identified.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported that some results obtained on (B)(6) when running the realtime sars-cov-2 assay did not fit with their expectations, and retesting with a different platform resulted in a discrepant result. Molecular application specialist (mas) downloaded files and performed log analysis. The samples indicated by the customer were initially positive on m2000, negative using the genexpert assay, and then negative on a second retesting on m2000. There is no indication of potential contamination on the instrument, and the system passed full optical calibration on june 25th. The amplification curves of the mentioned samples behave normally on the internal control response; the target signal on the positive run is delayed and/or suppressed, being very slight and never actually reaching the plateau phase. There are no high-concentration samples in the surrounding positions that may have caused cross-contamination, although there is one sample on position c4 with a result of 3.79 cycle number. Customer reported all 4 samples as negative, and no impact to patient management has been reported. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.